Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. The customer stated that the patient was an adolescent patient.

Event description:
It was reported that the patient experienced blood backing up into IV tubing while receiving dextrose 5% and 0.25% normal saline with 20meq of potassium chloride infusing at 20 ml/hr . Upon review by the bedside rn, a leak was noted at the y-port closest to patient side. The tubing was changed three times between (B)(6) and (B)(6), with the same results. It was believed that the leak caused the backup of blood. The blood would clear with flushing but then it begins backing up again. The patient's peripherally inserted central catheter (PICC) clotted and required administration of cathflo to dissolve the blood clot. However, PICC was ultimately removed due to concern for infection. There was no delay in patient therapy and there was no known deep vein thrombosis (dvt) or infection that has been identified on the patient to date.